Manufacturer narrative:
(B)(4). In this case, there were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of hypersensitivity/allergic reaction, and stenosis/restenosis are listed in the japan xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date, a xience v stent was implanted in the proximal-mid right coronary artery. On an unknown date, the patient came to the hospital for an unknown disease. Coronary angiography showed significant stenosis from the distal end of the xience v stent and the appearance of the stenosis was unusual. Reportedly, the cause is completely unknown; however, metallic allergic reaction to the xience v stent was suspected. A non-abbott stent was implanted to treat the stenosis. One year later during follow up, coronary angiography revealed peri-stent contrast staining at the location of the non-abbott stent. The left main was also stenosed; therefore, coronary artery bypass graft was performed. Two week later, follow up coronary angiography showed stenosis of the anastomotic lesion (bypass graft). Treatment for the possible allergic reaction is pending a patch test. A blood test was conducted and inflammation was detected. Current patient condition is stable.